Manufacturer narrative:
A sample was taken from the device. Additional info will be submitted if the quality investigation requires one.

Event description:
The core universal driver was sent for service and it was noted during inspection that an unk fluid was coming out of the device from the trigger area. No adverse event was associated with the device.